Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. It was reported that occlusion alarms occurred with four different sets of new infusion sets and cartridges. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, there were multiple occlusion alarms observed in the black box; the force at time of occlusions is high. The rewind, load cartridge, and prime steps performed successfully with no alarms. Force sensor calibration test confirmed sensor is detecting correct force at 5lbs. No occlusions occurred during testing.